Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, adjustable rigid cannula was returned by the customer was received and evaluated. Upon inspection, a kink was observed on the cannula sleeve at the proximal area near the device body housing. A partial break was identified on the distal portion of the cannula sleeve. Within the broken area, the weld assembly exhibited a complete break, with one end protruding through the damaged area of the cannula sleeve. Because the actual conditions during use cannot be determined, the root cause cannot be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #, medical device lot #, medical device expiration date), g3, h6 (component, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026. A patient underwent a transjugular intrahepatic portosystemic shunt procedure. It was reported that there was an issue with a liverty set. The customer stated that the device had a hole or distal defect, upon flushing before use. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026. A patient underwent a transjugular intrahepatic portosystemic shunt procedure. It was reported that there was an issue with a liverty set. The customer stated that the device had a hole or distal defect, upon flushing before use. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.